Event description:
Procedure type: vats. According to the reporter: it was noticed that the port for the camera had chipped at the end and that a shard was missing. After looking for it, the piece of plastic was found inside the patient and safely retrieved. The patient did not have to be opened via thoracotomy. The piece of plastic was safely retrieved via vats procedure.

Manufacturer narrative:
Tracking number (B)(4).

Manufacturer narrative:
(B)(4)